Event description:
During a shoulder arthroscopy a piece of the ceramic tip of a mitek se electrode broke into the pt. The fragment was not retrieved and was left in the shoulder joint. The surgeon states that there were no pt consequences.